Event description:
It was reported that the atrial lead exhibited failure to capture due to dislodge. An x-ray was performed, and it was confirmed the lead dislodged. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.